Event description:
It was reported that during a transcatheter heart valve procedure, the valve was loaded without issue by medtronic personnel with no crowding or overlap noted. The patient had a type o bicuspid anatomy with heavy calcification. A pre-implant balloon dilation was performed with a 24 mm non-compliant balloon. During rapid pacing and balloon dilation, the patient became increasingly unstable, and each episode of rapid pacing took longer for the pressure to recover. During the first attempt at deployment the valve was too high but well expanded and had no evidence of infolding fluoroscopically. It was planned to recapture and redeploy the valve quickly to minimize pacing. During the recapture, the valve infolded, but this was only noted on redeployment to 80%. The valve was recaptured and removed from the body. A second valve was prepped, but prior to inserting into the body, the patient deteriorated. Inotropic support and fluid support were provided for hypotension and bradycardia. The patient received approximately 60 seconds of cardiopulmonary resuscitation (CPR) while inotropes were administered. The patient regained consciousness and was coherent and responding to questions. Pressures were assessed and compared to pressures at the start of the case before pre-implant dilation. The gradient had improved and there was no visible aortic regurgitation. The decision was made to abandon the procedure and not use the second valve. The patient will be assessed over the next couple of weeks to see if the left ventricular function improves with lower gradient balloon dilation and then decide whether or not to refer for surgical aortic valve replacement or retry transcatheter aortic valve implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician attributed the infold to the patient's anatomy as it was not present on screening or initial deployment.